Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00802. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 1 year, 11 months. Manufacturer's investigation conclusion: the report of low flow hazard alarms could not be confirmed. Furthermore, a direct correlation between heartmate 3 left ventricular assist system, and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system. No product was available for evaluation. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document contains information on all system alarms, including the low flow hazard alarm, and provides guidance on how to troubleshoot the system and resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient is currently admitted to the hospital due to gastrointestinal bleeding (gi). The patient¿s hemoglobin (hgb) and hematocrit remain stable with plasma free reported normal on (B)(6) 2018. The patient¿s lactate dehydrogenase (ldh) is slightly elevated from baseline. Further information was requested, but not provided.